Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratched display window. Insulin pump received cracked case at display window corner. Insulin pump received with cracked reservoir tube lip.(B)(4)

Event description:
Customer called to report that the insulin pump alarmed button error. Customer also reported damage to the insulin pump. Customer's blood glucose reading was 427 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.